Event description:
The customer reported that there is variation between the blood glucose level and the sensor's reading. The sensor was not following the changes in glucose after two to three days. The blood glucose reading was 10 mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.